Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of pump power elevations and pump speed reductions can be confirmed based on the evaluation of the submitted log file; however, a specific cause for the reported events and the reported stroke could not be conclusively determined. The log file contained approximately four days of data, which captured multiple power elevations as high as 16.2 watts, pi events, and three events where the pumps speed reduced below the low speed limit. A specific cause for the events captured in the log file could not be conclusively determined without a full evaluation of the device, as it remained in use. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced a stroke on (B)(6) 2014. Specific information regarding the stroke was not provided. On (B)(6) 2014 it was reported that several power spikes and speed drops below the set low speed limit were noted. A data log file was sent to the manufacturer for review where the speed drops below the low speed limit were confirmed and the pump appeared to struggle to maintain the set speed for a short time. Numerous pulsatility index events were also noted. There did not appear to be any type of supply voltage issue, system controller or percutaneous lead issues. The pt was reported to be hemodynamically stable. Ramp studies were performed on (B)(6) 2014. During the first ramp study, the left ventricular end diastolic diameter (lvedd) went from 4.8cm at 8800rpm to 4cm at 11,800rpm and the aortic valve went from opening every beat to remaining closed. During the study performed the following day, the lvedd went from 4.45cm at 880rpm to 4.2cm at 10,600rpm and aortic valve went from opening to remaining closed. The pt was on heparin, coumadin, and aspirin with an international normalized ratio (inr) of 2.2 and a lactate dehydrogenase level of 284 u/l. No additional information was available.